Event description:
It was reported that the patient underwent a sling procedure in 2004. Post operatively, the patient experienced discomfort, pain, restricted urine flow, and incomplete emptying of the bladder. Patient has also experienced two post operative urinary tract infections and one yeast infection. Both were treated with medication. Cycstoscopy was performed and the patient's bladder was fine.